Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product, a supplemental report will be submitted with the evaluation findings. The device history record review has not been completed. Once the results are available, a supplemental report will be submitted.

Event description:
As reported, during use with a patient of this ev1000 platform and a volume view kit, incorrect temperature and co (cardiac output) values were obtained. On the 4th day of use, a bolus was performed to obtain a cardiac output. The values obtained at that time were 43ºc and co 8l/min respectively which the clinician felt were not reflective of the patient¿s clinical status. Replacing the ev1000 for another and keeping the same volume view system, a temperature of 36ºc and co of 3l/min values were obtained. These values were expected by the clinician and reflected the clinical status of the patient. There was no error message displayed. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
Examination of the returned ev1000 platform was able to confirm the reported customer complaint of inaccurate values. During the evaluation a burn-in simulation test was done and the co and bt values showing were out of range. The failure was due to a faulty data box iso board which was replaced. The device passed all functional testing after iso board was replaced. The DHR was reviewed; no related non-conformances were found. No previous related record of servicing was found. No escalation is required. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Blood temperature and cardiac output is two indicators of multiple hemodynamic parameters used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.